Event description:
A patient reported blood glucose results of 256 mg/dl, 253 mg/dl, 108 mg/dl, 144 mg/dl and 136 mg/dl with a lifescan meter, performed within 10 minutes of each other. The customer service representative walked the pt through two consecutive control solution test and both results fell outside the specified range. Based on the failed quality control test, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter and test strips were replaced.